Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old female with multiple cardiac and systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced a low pump flow due to allegedly a kink in the line. The pump remained on for over 52 hours til weaned and explanted.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. From the aic data, we can see that the reduction in the purge flow resulted in decline in the flow. There were no low flow alarms that were raised during the case and the pump was still functioning at the given limits. It can be clearly noted that the issue was resolved, and the pump functioning was stable later till the end of the case. The root cause was of the issue is use issue, since we can clearly see that the pump was stable and no it was not clearly not related to functioning or the patient condition that caused the issue. Hence the root cause is use issue. This report is being filed as part of a retrospective review of historical records.